Event description:
It was reported to boston scientific corporation that the patient's urticaria was resolved after being prescribed prednisone (date and duration unknown). The patient was also prescribed zyrtec and allegra on (B)(6), 2011.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a vaginal sling procedure on (B)(6) 2011. According to the complainant, there were no complications during the initial procedure. (B)(6) post procedure (exact date unknown), the patient presented with headaches, itching from head to toe, and swelling of the feet, legs, toes and hands. It was reported that there was no vaginal swelling or redness, but that the patient appeared to have hives on all extremities. The patient was then given allergy tests for polypropylene mesh with positive results. The physician performed a removal surgery on (B)(6) 2011. The patient's current condition is unknown.